Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, after which the malfunction code did not recur. The customer continued to use the pump for insulin therapy.